Event description:
The patient reported that the ins keeps "moving all over" my butt. The patient stated that the ins started moving around after her amputation. The patient had her whole right leg and hip amputated and thought that during that procedure they hit the pocket. Indication for use included other, multiple back operations, and post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.